Manufacturer narrative:
Pending evaluation (concomitant device(s): replicator plate. Torque screw. Humeral head. Glenoid.

Event description:
As reported, approximately 10 years post op the initial tsa, this (B)(6) year oldfemale patient was revised due aseptic humeral loosening. Patient had progressive humeral lucency since 2016 on xray - now with glenoid loosening noted in 2/2022. No specific moi noted. Surgeon removed the standard humeral stem, replicator plate, torque screw, humeral head, glenoid. The case report form indicates this event is possibly related to devices and/or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of insufficient bonds between the implants and the bones, which led to aseptic (non-infected) loosening. The extent and root cause of the loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings; 4756, appropriate component term/code not available.

Event description:
As reported, approximately 10 years post op the initial tsa, the patient experienced progressive humeral lucency on x-ray - now with glenoid loosening noted. No specific moi noted. The patient underwent revision surgery and the outcome of this event is now considered resolved. The clinical report indicates that this event is possibly related to devices and/or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
After further review of additional information received the following sections a2, a3, b5, d1, d2a, d2b, d4, d10, h1 and h6 have been updated accordingly. Concomitant device(s): 300-10-15 - equinoxe replicator plate 1.5mm o/s: (B)(6). 300-20-02 - equinox square torque define screw drive kit: (B)(6). 310-01-44 - equinoxe, humeral head short, 44mm (alpha): (B)(6). 620-00-02 - platelet rich plasma kit with spray tips: (B)(6). 620-11-02 - accelerate conc. Sys rep by 620-12-02: (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g1 contact first/last name, h6 component code, investigation findings, investigation conclusion. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Report number: 1038671-2024-03071 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-1412-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: g4- 510k number added. H4. The revision reported was likely the result of insufficient bonds between the implants and the bones, which led to aseptic (non-infected) loosening. The extent and root cause of the loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.